Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed an oozing rash under the three therapy electrodes. The patient's physician prescribed cortisone cream for the irritation. The medical outcome of the patient's irritation is unknown.